Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic cholecystectomy, the surgeon was able to squeeze the handle, but the clips were unable to load properly into the jaws. Another device was used to complete the case. There was no patient injury.